Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy, when transcending the stomach, the stapler did not fire, were able to perform a full, complete squeeze of the handle, the handle returned to the open position following the first full squeeze and the handle did not remain in the closed position following the second complete squeeze. There was no patient injury.